Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.